Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Vertical column ps3 needs to be replaced. Replaced ps3 and verified operation. System operated as intended.

Event description:
The customer reported the intermittent loss of upward vertical column movement on the 9800 system. No patient injury was reported.